Event description:
It was reported that the customer called into bd tech support requesting a log review. The customer alleges that there was a drug miscalculation. There was patient involvement but no harm. The customer provided additional information on 19 january 2025. The event date was between january 11th-14th. The drug was routine precedex 400mcg/100ml (4mcg/ml) and was scanned. The customer had the following question: "I would like to know what weight was entered on (B)(6) when the drip was started and if the weight was ever changed between (B)(6). What was the drip started at and what was mcg/kg/hr on the pump."

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of a programming error (drug miscalculation) was not confirmed during the review of the pcu (s/n (B)(6) and pump module (s/n (B)(6) logs or through laboratory testing of the returned devices. The records and test results showed normal system behavior, including weight based dose calculations, multiple user initiated dose adjustments, and three weight updates, with no device errors identified. The logs for both the pcu and pump module were retrieved to determine the details of the reported event. The facility reported that the event occurred between 11jan2026 and 14jan2026, although the specific time was not provided. A review of the pcu and pump module error logs did not reveal any errors that may have contributed to the reported event. The first log entries matching the medication reported by the facility, dexmedetomidine (the generic name for precedex) at 400mcg/100ml (4mcg/ml), appeared on (B)(6) 2026 together with the initial programming parameters (weight 85.7kg and dose 0.3mcg/kg/hr). From that point forward, multiple dose changes and three weight changes (40kg, 40.8kg, 38.1kg) were observed. Although (B)(6) 2026 was reviewed, no activity related to the reported parameters was identified therefore, the analysis was based on the information available starting (B)(6) 2026. The logs below show the events from 12jan2026 at 8:46 pm, when the pcu and pump module were powered on and the infusion was programmed, until (B)(6) 2026 at 11:27 am, when both devices were powered off. On (B)(6) 2026 at 8:46 pm, pump module 8100 (s/n (B)(6), channel b) was programmed for a primary infusion with dexmedetomidine 400mcg/100ml (4mcg/ml), initial weight 85.7kg, and a starting dose of 0.3mcg/kg/hr. The infusion began the following minute. At 9:27 pm, the patients weight was changed to 40kg, which triggered an automatic dose adjustment consistent with weight based dosing. Immediately afterward, the dose was manually changed to 0.1mcg/kg/hr. Later, at 10:12 pm, the weight was updated to 40.8kg, with the rate automatically adjusting accordingly. On (B)(6) 2026 between 3:20 pm and 11:44 pm, multiple dose changes were recorded ranging from 0.2-1.1mcg/kg/hr, along with several occluded patient side alarm events followed by restart, and vtbi updates with transitions to kvo. The infusion continued according to user driven adjustments. On (B)(6) 2026, multiple dose changes were observed between 12:15 am and 7:25 am. At 7:26 am, the patient weight was updated to 38.1kg, with the dose set at 0.2mcg/kg/hr. Following this update, several occlusion alarms occurred while the infusion continued until 11:27 am, when channel off was pressed, ending the infusion with a total volume infused (tvi) of 188.111ml. Inspection of the suspect pcu and the suspect pump module, both externally and internally, did not observe any existing issues that may have been a contributing factor to the reported issues. Thorough laboratory testing of the suspect pcu and the suspect pump module confirmed that their performance was within specified parameters, with no errors or malfunctions detected. The bd alaris technical service manual pcu/pump v12.1.2 states that, when the drug calculation feature is enabled, the system allows the user to program an infusion by entering either a drug dose or a flow rate, and the pump automatically calculates the corresponding value using the configured parameters, including patient weight when the dose is expressed in weight based units. The manual specifies that this feature allows entry of drug dose (the system automatically calculates the correct flow rate) or entry of flow rate (the system automatically calculates the corresponding drug dose) and that the calculation setup includes maximum patient weight and supports weight based drug dosing (section 2.7.3 and section 2.5.7). According to the bd alaris system v12.3.2, proper operation of the system requires that users be familiar with its features, setup, programming, infusion sets, and accessories. The manual emphasizes that incorrect entry of drug amount or diluent volume may result in an over- or under-infusion and advises verifying parameters before starting the infusion. There was patient involvement, but no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported programming error (drug miscalculation) was not identified during the investigation. The returned devices were fully evaluated, including log review and laboratory functional testing, and no issues or anomalies were observed. The pcu/pump logs showed behavior consistent with weight based dosing when drug calculation is enabled. Across the reviewed period, 52 dose changes and three weight changes were recorded (85.7kg, 40kg, 40.8kg and 38.1kg), with the infusion starting at a dose of 0.3mcg/kg/hr at 85.7kg on (B)(6) 2026. The available evidence does not indicate device malfunction. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer called into bd tech support requesting a log review. The customer alleges that there was a drug miscalculation. There was patient involvement but no harm. The customer provided additional information on 19 january 2025. The event date was between january 11th-14th. The drug was routine precedex 400mcg/100ml (4mcg/ml) and was scanned. The customer had the following question: "I would like to know what weight was entered on 1/11 when the drip was started and if the weight was ever changed between 1/11 through 1/14. What was the drip started at and what was mcg/kg/hr on the pump."